Event description:
Patient had unitised pro gav1, pro sa shunt removed because of mechanical failure of medical device. Surgeon, 2 physician's assistants and the sales rep had attempted to make shunt function with it was implanted but were unable to. Medical device was removed at replaced by a new device.